Event description:
It was reported that during a pump replacement they had difficulty understanding the catheter length in order to go ahead with the prime. It was indicated that this catheter had been revised prior six years ago (see MFR report# 6000030200602260) where they had added an 8596 sc to the 8709 essentially creating a two-piece catheter and the programmer showed an 8731 catheter with the length of 103.1cm and that 'only 1 cm' had been removed during the revision. During surgery the length of the catheter seemed long and was noted to be a 'good big loop, a large loop like the size of a pump loop, like the circumference of it.' It was stated that it looked as if the whole catheter (8596) was in there and hence they couldn't figure the exact length of the catheter. Hcp noted that the catheter could be drained easily and when they had done a myelogram the catheter was still at the same tip that they put it, and that "everything was good". The programmer showed the catheter drug volume as 0.227 ml; drugs being delivered were dilaudid 20 mg/ml, and clonidine 200 mcg/ml. As the catheter length was unknown and noted to be too long they were considering the possibility of an overdose if they went ahead with the prime; the patient was to be monitored. Additional follow-up later noted that the healthcare provider went ahead and primed the catheter with the volume that was stated in the pump (0.277ml); 'they had done previous boluses i.e. Bridge bolus and it worked just fine.' Patient was awake and doing well 30 minutes post catheter prime. No further complications were reported.

Manufacturer narrative:
Concomitant products: catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk; catheter model: 8596, serial #: unk, implant: (B)(6) 2006; explant: unk. (B)(4).

Manufacturer narrative:
Product ID, 8840 lot#, serial# unknown, product type programmer, physician.